Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged the patient was revised on (B)(6) 2008, due to pain. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged the patient was revised on (B)(6) 2008, due to pain. Additional information received in patient¿s medical records indicate that during the revision procedure that took place on (B)(6) 2008 was due to loosening of the acetabular component. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01158 / 01160). This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."